Event description:
It was reported that a patient underwent a cryo atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. Af was treated with cryo ablation. Bb (transeptal puncture) was performed by using acunav catheter. Post procedure, the physician also used the acunav catheter to verify if there was a pericardial effusion present and the physician judged there was none. After the procedure and the patient returned to the room and the blood pressure decreased. Cardiac tamponade was confirmed. The patient was treated as soon as the tamponade was confirmed. The patient recovered and was discharged from the hospital. The physician's opinions on the relationship between the event and the product -the procedure was the cryo procedure and only the acunav catheter in bw products was used so it was considered that there is no relationship with the cardiac tamponade. Additional information was received indicating there was a feeling of steam pop while the ablation was conducted left atrium roof. The physician confirmed whether pericardial effusion was present by echocardiography, but there was no problem. The procedure was continued because the vitals were also stable. The physician's opinions on the relationship between the event and the product is that there was a feeling like a steam pop occurred, but not sure if there was an actual steam pop that occurred. It was also reported that the smartablate¿ irrigation tubing set was cloudy and white when initially flushed. The issue was resolved by changing the tubing set to another one. The bubble was confirmed by the pump in overall including directly under the sensor and from upper to lower of pump. Bubble movement is absent while the pump is operating, error is absent at the pump. The customer¿s reported bubble errors and cloudy tubing as not considered to be MDR reportable since the risk to the patient is remote. Based on the available information this was a cryo ablation case, but it appears the thermocool® smart touch® sf bi-directional navigation catheter was used to ablate the la roof and there was a steam pop. The cardiac tamponade was diagnosed after the procedure was completed and the patient was in the ward. The patient adverse event will be reportable against the thermocool® smart touch® sf bi-directional navigation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30822243l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-nov-2022 additional information was received indicating there was no adverse event that occurred during this procedure. There was only a steam pop though. No intervention was provided because no adverse event occurred. A smartablate generator was used during this procedure and the transseptal puncture was performed with an rf needle. The steam pop event occurred during the ablation phase. The system was used according to instructions for use (IFU). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Dashboard; vector; visitag force visualization features were used. The visitag module was used, the setting according to IFU was used. Tag index color option was used prospectively. The issue of steam pop is not considered to be MDR reportable since steam pop is not considered to be a device malfunction and steam pop is an expected physiological phenomenon. Therefore, please consider the coding will be removed, and this complaint will no longer be considered to be an MDR reportable event for a serious injury. Please consider the h6. Health effect - clinical code of ¿cardiac tamponade (e0605)¿, h6. Health effect - impact code ¿recognised device or procedural complication (f15)¿, h6. Medical device problem code of ¿patient device interaction problem (a01)¿ as removed/not applicable and the event will no longer be considered to be an MDR reportable event for a serious injury. Manufacturer's ref. # (B)(4).